Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the device was broken when the specimen was placed inside. This was noticed during the procedure. Surgical time was extended by more than 30 minutes. No other adverse events were reported. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag only. The bag had a tear at the bottom. The tear was not along the seam. Visual testing of the returned product confirmed the product met quality release specifications that were tested. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: additional information received from the account stated that the issue occurred during a laparoscopic cholecystectomy procedure. No adverse event occurred. The current status of the patient is stable and discharged.